Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "dall miles vitallium trochanteric grip plate, used with a synthese stainless steel screw. Dr was made aware that this is considered off label due to mixing of the metals. Was the only screw available in hospital."